Event description:
The customer reported that while the unit was in use on a patient, the unit generated an autofill failure alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that there was large condensation/moisture in the pneumatic circuit. The company representative removed condensation/moisture from pneumatic circuit. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).